Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys continued to fluoro after the x-ray button was released during a case. No pt injury was reported.